Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device by omsc confirmed the following; when the bending section was angulated and when external stress was applied, the entire screen became black. This problem was resolved after the device was restarted, and the endoscopic image did not disappear even when external stress was applied. The light guide connector and the video connector were disassembled, and traces of flooding inside. There were no scratches or stains on the electrical contacts of the video connector. There was no abnormality in the appearance of the image sensor cable inside the bending section. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by deterioration of the video connector board due to flooding inside the video connector, or breakage of the ccd component on the distal end. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use by the user facility, the endoscopic image of the device disappeared and was not displayed. The user replaced the device to another device and completed the procedure. And during the inspection of the device at olympus repair center, it was found that when the bending section of the device was angulated, the endoscopic image disappeared. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to revise the medwatch # 34710. Was revised as the investigation by the manufacturer was completed. If additional information becomes available, this report will be supplemented.